Event description:
It was reported that the patient had difficulty charging the ipg and was unable to maintain a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.